Event description:
It was reported that a user of a stethoscope injured the area between his middle and external right ear. The ear tip came off the binaural part of the stethoscope. The user did not realize this had occurred when the stethoscope was removed from his pocket and placed into his ear. Reportedly there was bleeding which was stopped at the hospital.

Manufacturer narrative:
The initial reporter name from the following hospital was not provided. Information was obtained from 3m head office located in (B)(4). (B)(6). Actual used device was not returned. Without lot number it is not possible to determine the manufacture date. Without the lot number it is difficult to determine what type of eartips were used on this scope. Company 3m implemented a change from thread to snap to minimize eartips coming off from the stethoscope.